Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initial report contained some errors in the narrative. The following are the correct occurrence: the patient had the devices explanted on (B)(6) 2019 for unknown reasons. Post-explant, the black material was noted both inside and outside the implant. It was alleged to be mold by the patient, though this hasn't been confirmed by the physician and can¿t be independently verified by mentor, since the devices weren¿t returned for evaluation. The devices appeared to be leaking near the valves after explant. Note:device code has been updated to 2303 to better code the reported event. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: suspected mold. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown saline breast implants which the patient reported that she has photos and video of her what appears to be black crusted and floating chunks of mold. She stated that she will contact her doctor first before filing a claim. The issue has not been confirmed by the physician. As a result she had the implants removed on (B)(6) 2019. This report is for the right side.